Event description:
Fracture in china needle discovered while needle was inserted in patient. Bottom part of needle broke as needle was being removed. Portion of needle removed by doctor through creation of small dermatotome. User was an experienced interventional radiologist. Reported applied no torque on insertion, has never seen this occur. Needle used in routine, uneventful procedure.